Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No missing segments or partial display and no blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and half of screen was blank. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds. Customer was calling back after receiving new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.